Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13523. It was reported that the patient presented for a device exchange procedure. During the procedure, it was noted that the right atrial and right ventricular leads exhibited insulation damage. The leads were removed and replaced in the same procedure. The patient was stable.